Event description:
Ous MDR - this lead was found to be dislodged and was repositioned successfully. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Should additional information or the device itself become available for analysis, the investigation will be updated.